Event description:
Attorney reported: in 2005 - the patient had two incisional hernias surgically repaired. The left lower abdominal defect was repaired with a non-recalled composix kugel mesh patch and the midline defect was repaired with a recalled composix kugel mesh patch. In 2006 - the patient underwent surgery to repair the mesh, which was found to be constricted down into a hard, immobile, scarred ball. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.